Event description:
30 mins into hp a burning odor was smelled. Pt was immediately taken off machine & moved to a safe area. 3 staff noted fire at back of machine (inside machine) and smoke. Fire & smoke ceased when machine was unplugged. Machine then moved outside. No pt injury.